Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose and insulin history is as follows: time: 8:00pm, bg (mmol/l): 14.7; (mg/dl): 265; bolus (u): 1.50, time: 9:40pm, bg (mmol/l): 12.5; (mg/dl): 225; bolus (u): 3.0 and time: 10:29pm; bg (mmol/l): 15.3; (mg/dl): 275. The pod was deactivated and she noticed the cannula looks kinked.